Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve w/ flex cuff was chosen for a surgery. During procedure, the doctor found out the lobe has a stuck problem. An unknown size regent was chosen and completed the procedure while patient on bypass. There was no significant delay in the procedure, no adverse clinical impact on the patient. The patient was reported stable and recovering smoothly.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.